Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an upgrade procedure to implant a new pulse generator, the lead connector of this right atrial (ra) lead slipped off, exposing the inner conductor coil. This occurred during the device exchange. This lead was not replaced, as the patient no longer required pacing. No adverse patient effects were reported. This lead was capped (abandoned/deactivated), and remains implanted.